Event description:
It was reported to boston scientific corporation that during an ileal cavity suspension procedure using a capio open access suture capturing device and a capio suture (type and manufacturer unknown), the needle attached to the capio suture "tore off" the suture and was captured inside the capio cage when the physician attempted to throw the suture through the patient's uterosacral ligament. The physician then used another capio open access suture capturing device to tie down the same suture and completed the procedure successfully without any complications to the patient. The patient is reportedly doing "fine" post-procedure.

Manufacturer narrative:
Visual analysis of the returned capio device showed that the cage was severely damaged. The ribs of the cage were bent and appeared to have been smashed against each other, indicating that extreme force may have been applied to the ribs during removal of the detached needle that had been captured inside the cage. The carrier was found to be in an extended position and bent, which may have occurred either due to anatomical factors that were encountered when the suture was being thrown through the patient's tissue or during removal of the captured needle from the capio cage. No functional test could be performed due to the condition of the returned device. The probable cause for this event was determined to be operational context.

Event description:
It was reported to boston scientific corporation that during an ileal cavity suspension procedure using a capio open access suture capturing device and a capio suture (type and manufacturer unknown), the needle attached to the capio suture "tore off" the suture and was captured inside the capio cage when the physician attempted to throw the suture through the patient's uterosacral ligament. The physician then used another capio open access suture capturing device to tie down the same suture and completed the procedure successfully without any complications to the patient. The patient is reportedly doing "fine" post-procedure.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.